Event description:
It was reported that during the implant procedure, the lead had a "sticky" helix. It took about 25 turns to extend, but then was "normal" to retract. The next time they extended and retracted it, it went smoothly. It was suspected that the helix was hung up on the steroid collar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.